Manufacturer narrative:
The returned device was evaluated. During evaluation the device properly powered on using ac and dc power. The unit was found to visually and audibly alarm when alarm limits were breached. The power on/off button gets stuck which causes the unit to power on and off by itself. Additionally, the analysis discovered that the alarm silence button also gets stuck. The customer complaint was duplicated. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the device intermittently powers off. No consequences or impact to patient were reported.